Manufacturer narrative:
(B)(4). A visual or function inspection of the product involved in the complaint could not be conducted since the product was not returned. Incoming inspection records were reviewed and no issues or discrepancies were reported. A DHR review could not be conducted since the batch number of the order was not provided instead the lot number of the component was received. A corrective action cannot be determined due to the lack of the order batch number to perform a proper investigation and determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and order batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during spinal placement, the spinal needle fractured. The extraction of the needle required neurosurgery.